Event description:
We were using an enuresis alarm without much success and migrated to the malem alarm with very bad results. The malem alarm was purchased new from (B)(6) website and it arrived within a few days. The alarm was a serious defect. As soon as I placed batteries and connected to the sensor, the alarm got hot and within an hour, the backside burnt my daughter's neck. She was sleeping and did not realize. By the time she did, the alarm had burnt her neck and caused skin rash. Very strange how a small device like this could burn a child's neck. So much heat was produced by the system. Very dangerous.